Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to update the entry in h6: evaluation conclusion codes.

Event description:
It was reported that this lead developed a wound infection. The patient is scheduled to be treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead developed a wound infection. The patient is scheduled to be treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lead remains in service.